Manufacturer narrative:
The insulin pump was received stuck motor error alarm loop during bolus delivery and a confirmed e70 alarm was found in the history file. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to verify a35 alarm due to motor error alarm. Rewind functioned properly during our testing. The insulin pump passed rewind, basic occlusion, prime and displacement tests. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a motion sensor test failure and motor position encoder error from the insulin pump. The customer's blood glucose reading was unknown. The customer was advised of the alarm and its possible causes. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.